Event description:
It was reported that this right ventricular (RV) lead exhibited possible loss of capture on the presenting intracardiac electrogram. The patient experienced a fall at home and reported dizziness. The RV threshold was measured at 3.3 Volts (V) at 0.4 milliseconds (mS). This RV lead was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.